Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication. Customer stated that the affected drawers contained narcotics and other important medication. Customer did not disclose the nature of the procedure. Patient or user harm was not reported.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, d4, d5, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-mar-2021 to 22- mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawers were binding due to plastic corner and metal wall were pushed in. The field service technician realigned the mini drawers and replaced the engine on mini drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication. Customer stated that the affected drawers contained narcotics and other important medication. Customer did not disclose the nature of the procedure. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the drawers were binding because the plastic corner of the drawer and the metal wall were pushed in. The field service engineer realigned the drawers and replaced mini drawer's engine. Customer tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication. Customer stated that the affected drawers contained narcotics and other important medication. Customer did not disclose the nature of the procedure. Patient or user harm was not reported.